Manufacturer narrative:
While performing a review of file cc-0187738 it was discovered that the file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0187738 is no longer considered reportable please disregards any reports associated with it.

Event description:
It was reported the patient pressed the power key to turn off the pump, but it did not work. So they reloaded the batteries, but the situation was not remedied. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.